Event description:
It was reported that during a procedure using the sealing device used in medium-size stomach tissue/vessel, there was an energy activation/sealing issue, specifically inadequate or partial sealing, despite evidence of energy delivery and end tones being heard. There was no re-grasp alert occurred. The device was plugged into a generator. Another device was used successfully with the same generator. Approximately ten good seals were achieved before the issue occurred, and the jaws were cleaned five times during the procedure. No consequences or impact to the patient were reported, and the patient was alive with no injury.

Manufacturer narrative:
D10 concomitant product: forcetriad, forcetriad force triad energy platform (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.